Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed.

Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance was decreasing and a polarity switch was noted on the right ventricular (rv) lead. Ventricular heart rate episodes were detected due to noise after the polarity switch. The rv lead remains in use. No patient complications have been reported as a result of this event.